Event description:
It was reported that during the inspection of the products at togo medikit, missing scale, dirt, embedded foreign material, damage were detected before use.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that during the inspection of the products there was a missing scale, dirt, embedded foreign material and damage detected before use. To aid in the investigation, twenty-three samples bulk packaged in a plastic bag and four photos were received for evaluation by our quality team. A visual inspection was performed with 10x magnification. Ten samples have a dark colored speck of embedded degraded resin, one sample has the syringe barrel damaged, one sample has a barrel rub mark where the 20ml mark is, and eleven samples have no defects or imperfections observed. The four photos provided show the samples received. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. For the damaged and barrel rub syringes, these defects could occur if there was a jam during the manufacturing process. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. It was reported that during the inspection of the products at togo medikit, missing scale, dirt, embedded foreign material, damage were detected before use.